Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll and reported that a patient had developed a blister under the lifevest. The patient's physician suggested shifting the electrode belt so that no longer came into contact with the blister. The patient reported that the irritation improved.